Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: this report is for an unknown liss with unknown part and lot numbers. UDI unavailable, part number unknown. The investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following journal article: teraa, m., blokhuis, t.j., tang, lisa, and leenen, l.p.h. (2013). Segmental tibial fractures: an infrequent but demanding injury. Volume 471, p2790-2796. This was retrospective review of a study performed between (B)(6) 2000 to (B)(6) 2008. The study population included 30 patients, 22 males and 8 females; median age 47 years old ranging 16-79; patients' injuries were open or closed segmental and non-segmental tibial fractures along with additional injuries (craniofacial, chest, abdominal, musculoskeletal, and other); causes of tibial fractures: car accidents, falls, pedestrian/car accident and an industrial accident. Follow-up period was a minimum of 5 months, ranging 5-54 months. Patients were implanted with liss (less invasive stabilization system) plating or initial fixation with an external fixator that was replaced by internal fixation in a second operation. Patients received pre-operative and post-operative antibiotics. Complications reported: delayed union (n=30); nonunion (n=4); deep infections (n=10); re-operations to attain union (n=26). This is report #1 of #1 for (B)(6). This report is for an unknown liss with an unknown part number, lot number and quantity. This report is for 1 device(s).